Event description:
Per the audiologist's report, the patient developed a skin flap infection "from wearing the magnet too tightly". Skin flap revision surgery was done by a plastic surgeon in 2007. The infection continued, requiring the patient to be hospitalized at one point (date not provided). The patient's device was explanted. There are no current plans for reimplantation.

Manufacturer narrative:
This is a final report.